Manufacturer narrative:
Patient weight and age information was unavailable from the site. A medtronic representative went to the site to test the equipment. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) was not communicating with the image acquisition system (ias). The site ended up using their other imaging system to continue the case. The site tried again to connect the mvs and ias outside of the room and it ended up working. There was no patient impact reported.